Event description:
It was reported the devices were used during a laparoscopic gastrectomy procedure. It was reported by the affiliate that the devices were spitting clips. There was no pt consequence.

Manufacturer narrative:
Device-b d6: device returned with no lot identification. Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, ab-no; damaged jaws, ab-yes; damged feed bar, ab-no; damged floor, ab-no; damged handle shrouds, ab-no; damaged tip shrouds, ab-no; damaged trigger, ab-no; damaged tube, ab-no and damaged weld seams, ab-no. Functional tests & results: antibackup functional, ab-yes; firing: feed conform, ab-no; firing: form conform, ab-no; jaws: hold clip, ab-no; jaws: inside width at tips, a-.210 b-.210 and lockout functional, ab-yes. Analysis conclusion: based upon inquiry info received and visual and functional results, it was concluded that the jaws had become damaged and would not form clips properly. No conclusion could be reached as to how damage to jaws occurred. If jaws are torqued or closed over hard object, jaws can become damaged and will not form clips properly. It could not be determined if this may have occurred in this instance. Mfg and engineering have been notified of reported incident. Each instrument is evaluated during assembly process to ensure clips feed and form properly.